Event description:
The lead was explanted and returned to the manufacturer with no information after the patient's death. The device subsequently tested out of specification. The patient died approximately thirteen years from lead implant. No further information is available.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. It was noted there was outer insulation breached (environmental stress cracking), all conductors stretched, proximal conductor blood/body fluid (not obstructed), outer insulation cosmetic (environmental stress cracking), inner insulation torn, outer insulation breached cut, outer insulation cosmetic depression.